Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose value and the insulin pump was under delivering. Customer's blood glucose at the time of incident was 597mg/dl and current blood glucose level is 597mg/dl. Customer reported vomiting as the symptom of high blood glucose level. Insulin pump will not be returned for analysis.